Event description:
Consumer states her mother nebulizer stopped working last night. Consumer states when they try to run the nebulizer it makes a humming noise but does not work. No additional information provided.

Manufacturer narrative:
Follow up to be sent if additional information is received.